Manufacturer narrative:
All information reasonably known as of 25-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. A follow-up will be filled upon completion of the complaint investigation . All information reasonably known as of 07-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
An medwatch report number, (B)(4), was received stating: device inserted: (B)(6) 2017, device removed: (B)(6) 2017. Patient had nausea and vomiting this morning; once when sitting up in bed and another when brushing his teeth. Medicated with zofran and small sips of water. When patient was vomiting while brushing his teeth, and after coughing, nas o jejunal (nj) tube partially came out; witnessed by burn ot. They immediately assessed nj and nj re-advanced and kidney ureter bladder (kub) xray ordered to verify placement. Nj noted to be broken and nj from nares along with bridle removed by the doctor. Proximal feeding tube removed, gi consulted. Distal portion removed with endoscope. Of note, feeding tube initially placed a little over a month before the incident." The patient was transported to another facility on (B)(6) 2017 with a 70% total body surface area(tbsa) burn injury status post multiple debridement and skin grafts. It was noted half of the nj tube broke off in the duodenum. The patient is brushing his teeth, but don't believe this contributed to event. The distal portion was removed with an endoscope.